Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of sensing was noted on the atrial lead. Diagnostic imaging was performed and no dislodgement was noted. Lead revision is anticipated and the patient was stable with no consequences.

Event description:
Additional information indicated that the device was reprogrammed to resolve the event.